Event description:
A caller reported that the adc device would not power on with either button press or test strip insertion. The customer subsequently became hypoglycemic with symptoms of lightheaded and fall, requiring treatment of oral glucose and tea by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Reader (B)(6). Was returned and investigated. Performed visual inspection on returned reader and observed damage to usb (universal serial bus) port. The damage to the usb port did not effect the function of the reader as the reader still charged and communicated successfully to the software. Date and time were set successfully and reader log was downloaded. Observed the reader powered on with button. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs showed the libre reader passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not power on with either button press or test strip insertion. The customer subsequently became hypoglycemic with symptoms of lightheaded and fall, requiring treatment of oral glucose and tea by a third-party. There was no report of death or permanent injury associated with this event.